Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the handpiece device was not working at all. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not hold attachment or cutter devices. The ring attachment tension was found to be loose. Therefore, the reported condition was confirmed. It was determined that there was a visible lack of loctite applied the threads of the ring attachment tension and the threads on the burr lock actuator. Therefore, the components making up the burr lock mechanism became loose and would not allow the cutter to lock into the device. It was also noted that the device had a loose swivel assembly. The loose components exhibited no evidence of loctite adhesive, suggesting that the original assembly adhesive had not been properly applied in manufacturing. The assignable root cause was due to assembly issue during manufacturing. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.